Event description:
It was reported that the e360 ventilator had a low fraction of inspired oxygen (fio2) alarm. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) found that the o2 % displaying was too low as compared to the set value the sp performed o2 sensor calibration and the unit passed it. The device works satisfactorily now . The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.